Event description:
It was reported via repair work order that the fowler would not lower completely as the fowler finger was bent. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.